Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. It was noted via electrocardiogram after performing a pre-implant balloon aortic valvuloplasty with a 22mm non-abbott device, that the patient developed a left bundle branch block (lbbb). While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. After re-sheathing of the valve it was noted that lbbb further progressed into complete heart block. The decision was made to place a temporary pacemaker. The final non-coronary cusp implant depth was 4.81mm and the length of the membranous septum is 2.5mm.on (B)(6) 2025, the decision was made to implant a permanent pacemaker.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant or procedural conditions. However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.